Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The main monitor was able to display image; however, image was not obtained on the secondary boom monitor. Tac instructed the customer to double check the cabling to confirm that it was connected properly. Tac confirmed that the serial digital interface (sdi) input was set to sdi and the connections were secure. Tac instructed the customer to exchange the cables with the one from the main monitor and the cables/signal source were both good. Tac discovered that the customer was using (red, green, and blue) cable instead of sdi. Tac instructed the customer to change the input to reflect the cable and afterwards, image was displayed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image on the boom secondary monitor. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the reported event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.